Event description:
The article lists info suggesting a male pt being treated for spasticity with an implantable infusion pump experienced a pump related infection 110 days post pump implant. The pt presented with dehiscence, erosion ( exposed hardware) and drainage at pump surgery site along with fever and other (unspecified) infection. Symptoms included increased spasticity; the pump was explanted. The pt expired. Journal reference: wunderlich, c. Et al. "Gram-negative meningitis and infections in individuals treated with intrathecal baclofen of spasticity: a retrospective study." Developmental medicine & child neurology. 2006; 48: 450-455.

Manufacturer narrative:
.